Event description:
(B)(4). Essure implanted in 2009. Eight months later vaginal infections, vaginal dryness, loss of libido, vulvodynia, chronic hip pain and inflammation. Last year (2015).. Abdominal fluttering, numbness, and pain. Pelvic pain. Numbness starting from hands going up to left side of face and tongue. Hair loss. Low testosterone. Fatigue. Worst decision ever.